Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio observed that the internal hybrid layer capacitor (hlc) batteries had depleted to a lower level than expected.physio further observed an electrically leaky filter, designator fl10, from the analog pcb assembly. Physio determined that the low amount of electrical leakage from fl10 was not significant enough to deplete the hlc batteries. The cause of the hlc batteries to deplete could not be determined.the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure.upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.